Event description:
A report was received that a patient was explanted due to an infection at the pocket site. The patient was prescribed antibiotics prior to the explant procedure. Cultures taken showed infection. The patient is reportedly doing well.

Manufacturer narrative:
The explanted ipg passed visual and performance tests performed. The device exhibited normal characteristics. A review of the manufacturing documentation for the explanted ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records for the explanted ipg found them to be satisfactory. This is the final report.